Manufacturer narrative:
Other relevant device(s) are: product ID: cmptr 9734477r, rollingstone embedded rwk, serial/lot : unk. A medtronic representative went to the site to perform a system check out and found that the computer failed hardware testing. The computer boot-up failed. The computer was repaired and the system runs as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not boot up after being powered on. There was no patient involvement.